Event description:
Alleged event: during a product demonstration the balloon of the trocars detached. There was no pt involvement.

Manufacturer narrative:
Device history record (DHR) investigation for product weckvista access balloon port 10 mm x 70 mm lot# 73c1400031 did not show issues related to complaint. The MFR will continue to monitor and trend similar complaints.